Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified number of extension sets had a connection issue; further described as" patient extension line connections were very tight and hard to open". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.